Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified and 90% stenosed distal circumflex artery. Pre-dilatation was performed with a 2.25 x 10 and 2.5 x 10 non-abbott balloon catheters. A 3.5 x 28 mm xience v stent delivery system was being advanced but could not cross the proximal bend in the anatomy and the proximal shaft separated. Then a 3.5 x 18 mm xience v stent delivery system was advanced and it also could not cross the proximal bend and the proximal shaft separated. Both separations occurred outside the anatomy so the devices were easily removed. A 3.5 x 15 mm xience v also could not cross the bend. Dilatation was performed with a 2.5 x 10 mm non-abbott stent and the procedure was completed with balloon angioplasty. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.